Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that internal monitor images disappearing. According to the comments in the csr, the call was closed without any action from philips due to unresolved administrative issues on the customer. Remote service engineer (rse) did not contact the customer for remote diagnosis and therefore, rse is not aware of the details of the call. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that images on the system's internal monitor disappear, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.